Event description:
It was reported that upon sterilization of the instrument at the hospital, the distal end of the trial handle was found fractured. There is no surgical incident reported with this event.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This failure mode has been identified as being related to loosening of the trial from the handle and possible joysticking motion while removing the assembly from the body.